Event description:
The caller reported that the insulin gauge displayed an amount different than expected on a previous day, with a discrepancy greater than 30 units. The fill estimate on the pump was 180 units, whereas the caller expected it to be 240 units. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge, and cts instructed them to call back if troubleshooting was needed for an active fill estimate issue. The caller acknowledged this guidance.